Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the craniotome device had a "rubbing guard." The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred either on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the dura guard was drilled into and foot was bent. Therefore, the reported condition was confirmed. It was determined that the cause of the malfunction was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.